Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the video-assisted thoracoscopic lobectomy surgery, when severing pulmonary lobe tissue on the third firing, after fired, noted some staples were malformed with irregular shape.changed to new one to complete surgery . There was no patient consequence reported. No additional information can be provided.